Event description:
Pt received from pacu with pain pump attached. Pump noted to be off, staff was unable to turn pump back on. Batteries were replaced. Pump was turned on, inital settings were verified (correct) when attempting to verify vol to be infused, unable to verify, pump settings were wrong. Pump was unlocked (face), turned off and back on to clear reprogram. When turned back on, was unable to change settings or reprogram pump. Pump was immediately replaced. Pt did not receive any medication via malfunctioning pump.